Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) battery status earlier than expected. There was concern that the battery depleted prematurely.